Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an umbilical vessel catheter. The customer states umbilical artery catheter placed by neonatologist and upon rn preparing to start IV fluid infusion, rn noticed blood was spurting from the catheter. Rn clamped line with hemostat and notified neonatologist who arrived at bedside immediately. Upon arrival md removed uac line and applied pressure to site. Line was then flushed with 5ml of saline and leak of fluid was noted at the junction of the hub and catheter.